Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 400 mg/dl due to bent cannula. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of high blood glucose event. Customer declined troubleshooting since issue was related to bent cannula. The insulin pump will not be returned for analysis.